Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient said their doctor wanted them to turn off their stimulation at night to conserve the battery. When they turn their stimulation back on their get a ¿jolt.¿ they said it ¿had been a while¿ since it happened. The patient would be seeing their doctor the following day.